Manufacturer narrative:
The customer did not provide the serial number of the device, therefore h4 manufacturing date were left blank intentionally. Stryker requested additional information regarding device sn and dispositioning. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.